Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in the reservoir and infusion set. The customer stated the air bubbles were quarter of an inch in size. Customer stated they did not rewind the insulin pump with the reservoir in place. Customer stated they consistently performed fixed primes, but was unsuccessful with resolving the air bubbles. The customer stated the insulin was stored at room temperature. Customer's blood glucose was unknown. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. The reservoir passed per specification, and no air bubbles were observed during analysis. Checked the o-rings/stopper groove for defects and none were found.